Event description:
Patient has had difficulty injecting with all 3 boxes he has received. He pushes hard to inject and they do not puncture the skin easily.

Event description:
Patient has had difficulty injecting with all 3 boxes he has received. He pushes hard to inject and they do not puncture the skin easily.